Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "while attempting to place the blockers in the plate, the surgeon noticed that the bottom most thread of each of the 3 blockers was deformed/would not engage the plate."